Manufacturer narrative:
1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging the ipg over 6 months ago causing the battery to deplete. The patient also reported the ipg would not hold a charge longer than 24 hours (reference MFR. Report#: 1627487-2018-08746). The patient¿s ipg was replaced with a new one restoring therapy.